Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was inoperable. The manufacturing representative replaced the camera and the system then passed the system checkout and was found to be fully functional. Analysis on the returned camera resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the sensor voltage was high and was unable to test for accuracy due to hardware fault. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the navigation system powered on with the amber fault light illuminated. There was a 30-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: aborted navigation but completed procedure. Correction: corrected. 20-minute delay. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined that the site aborted navigation and completed the procedure with a 20-minute delay.